Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration. The lead was repositioned and remains implanted. The patient is doing well postoperatively.